Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during the post operative check, the patient felt some swelling and discomfort around the implant. This caused by gingiva and produced peri-implantitis.